Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported false upstream occlusion alarms, which were reproduced while running a loaded set. The false messages were confirmed through review of the event history log and were found to be caused by low ultrasonic readings with a fluid filled set. With low ultrasonic readings, it would make the pump more sensitive to upstream occlusion alarms. The failed upstream sensor was replaced.